Event description:
Lab tech went in to draw baby on 6th floor, ran out of heel warmers. Rn provided one, when activated the warmer, discovered the temp was really hot, it could have burned the baby. Lot# 011314 cardinal health (tiny toes infant heel warmer).